Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that, the site's spin stopped half way. The site had rebooted the system and then was able to take a spin. There was a 10-minutes delay on the procedure and no impact on patient outcome.

Manufacturer narrative:
H3: software analysis determined this is not a software issue. Log investigation found the system detected an early termination issue and alerted the user of the event with information to resolve ("early termination of the 3d scan has occurred. Images may be compromised and inadequate for navigation. Software functioning as designed. H2) additional information: it was determined there was an accidental radiation occurrence due to early termination spin. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation could not determine the cause of the issue. Service was performed to the imaging system and was found to be fully functional. H6: fdm 10, fdr 213, fdc 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cause of the issue is not known at this time. There was approximately 1/2 of one spin unused.